Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4)

Manufacturer narrative:
It was reported that the ventilator failed the internal tests. The issue can be confirmed in the provided log files. Our field service technician investigated the ventilator on site and the issue was not reproduced. If the issue persists our recommendation is to replace the inspiratory flowmeter. No part has been replaced and returned to manufacturer for technical investigation. The cause of the reported failure has not been established in this investigation.